Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving hydromorphone and bupivacaine (30mg/ml at a maximum daily dose of 3.839) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that since the pump was replaced on (B)(6) 2018 it moves around. The healthcare provider (hcp) took out the mesh that was put in with the original pump because there would be less chance of infection, and now the pump moves around. Before the new pump was put int, the patient tested positive for "merca" and took medication, however, it was confirmed that the merca was not related to the pump. No further complications were reported or anticipated.